Event description:
The user facility reported a 72-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the placement signal had dropped significantly during impella rp flex support. The patient hemodynamics remained stable, and both the motor current and flows remained unchanged despite the noted issue. The staff was advised that the signal may be unreliable, and that the hemodynamics could still be monitored via the swan catheter. Intervention was not required as the mc and flow remained unchanged. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. According to the clinical, immediately after beginning impella rp support the placement signal began trending up and down into the negative region. No attempts were made to resolve the issue as the patient hemodynamics remained normal. No product was returned for a visual inspection. Data log analysis confirmed a dp sensor issue with an initial increase and decrease in placement signal mirrored by a decrease and increase in flow. Motor current, cvp, and speed remained unchanged. The cause of the placement signal issue could not be determined because no product was returned and not enough clinical information was given. During data log analysis a high motor current spike was also observed. This spike and the shift in ps, decrease in flow and speed deviation that followed are consistent with biomaterial ingestion. The most likely cause of the low pump flow was biomaterial. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D4 model number updated. D6b explant date was corrected from the initial manufacturer device report number 1220648-2024-10474. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures from the initial manufacturer device report number 1220648-2024-10474. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-10474.